Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the (B)(4) ventilator did not pass the short self-test (sst) and the extended self-test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found failure in post (power on self-test) with relevant diagnostic codes and replaced the dc (direct current) dc converter pcba (printed circuit board assembly) with a new one and updated the software. The device passed all testing per manufacturer specifications and was returned to the customer. One dc-dc converter pcba was returned to medtronic for further analysis. It was checked and found that the dc-dc regulator power supply module¿s component, u7 had its terminals short which eventually caused the fuse f1 to open. When simulated with the fuse f1 removed, the unit entered buv (backup ventilation) with relevant error codes. The reported issue was duplicated. The analysis concluded that the dc-dc converter (B)(6) was faulty; failure of components f1 and/ or u7 would cause the unit to enter buv. The cause of the event was isolated to the dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator did not pass the short self-test (sst) and the extended self-test (est). The ventilator was not in use on a patient at the time of the event.

Event description:
It was reported that the (B)(6) ventilator did not pass the short self-test (sst) and the extended self-test (est). The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the (B)(4) ventilator did not pass the short self-test (sst) and the extended self-test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found failure in post (power on self-test) with relevant diagnostic codes and replaced the dc (direct current) dc converter (B)(6) (printed circuit board assembly) with a new one and updated the software. The device passed all testing per manufacturer specifications and was returned to the customer. One dc-dc converter (B)(6) was returned to medtronic for further analysis. It was checked and found that the dc-dc regulator power supply module¿s component, u7 had its terminals short which eventually caused the fuse f1 to open. When simulated with the fuse f1 removed, the unit entered buv (backup ventilation) with relevant error codes. The reported issue was duplicated. The analysis concluded that the dc-dc converter (B)(6) was faulty; failure of components f1 and/ or u7 would cause the unit to enter buv. The cause of the event was isolated to the dc-dc converter (B)(6). The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.